Event description:
Treatment of a large unruptured saccular aneurysm measuring 21mm x 9mm located in the ophthalmic segment of the right ica (internal carotid artery). Dual antiplatelet therapy was given to the pt (asa and plavix). The plavix resistance was not measured prior to the case. On (B)(6) 2014, the pt underwent pipeline (4.75mm x 35mm) embolization treatment without the issues. The procedure was reported to have gone really well. The pt was reported to be fine after the procedure and discharged home the following day. A week after the procedure, the pt went to the emergency room due to headaches. The CT (computed tomography) was negative and revealed the aneurysm was thrombosing. While in the emergency room, the pt went from normal to comatose with bilateral fixes and dilated pupils. Repeat head cts revealed a huge sah (subarachnoid hemorrhage) and ich (intracranial hemorrhage). The hemorrhages occurred on (B)(6) 2014 and subsequently, the pt expired on (B)(6) 2014. The causality of the sah and ich was unk.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the pt. (B)(4).